Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that e360 ventilator had a malfunction of the oxygen sensor. The customer did not provide patient involvement information. The service engineer evaluated the ventilator and replaced the oxygen sensor. The ventilator passed all tests and calibrations.